Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital after receiving inappropriate therapy due to lead noise. Noise was reproducible when the left arm was raised above the head and moved across the body. The device was disabled as per the patient's request.